Event description:
Philips received a complaint on the device efficia dfm100 indicating that device 5-lead ECG cable is worn out. Customer requested philips to supply both the new base cable and the 5-lead cable. There is no patient involvement reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
5-lead ECG cable is worn out.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that device 5-lead ECG cable is worn out. Customer requested philips to supply both the new base cable and the 5-lead cable. There is no patient involvement reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device. It was determined that this was a malfunction of the 5 leadset, grabber and 5 lead ECG trunk, which was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the 5 leadset, grabber and 5 lead ECG trunk. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered the 5 leadset, grabber and 5 lead ECG trunk to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.